Manufacturer narrative:
Device was not sent to manufacturer.

Event description:
It was reported that allegedly the patient's magec rod was damaged. The physician revised the rod without incident after twenty-nine (29) months of implantation.